Manufacturer narrative:
(B)(4) lead suture broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a posterior lite with capio slim was used during an uphold procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, while the physician was pulling the suture through the sacrospinous ligament, the lead suture detached but was retrieved using the physician's gloved hands. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual analysis of the returned posterior lite with capio slim revealed that one sleeve with the blue dilator was detached and a detached piece of suture with a dart was returned. Also, there are tool marks on the dilator. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a posterior lite with capio slim was used during an uphold procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, while the physician was pulling the suture through the sacrospinous ligament, the lead suture detached but was retrieved using the physician's gloved hands. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual analysis of the returned posterior lite with capio slim revealed that one sleeve with the blue dilator attached was returned. A detached piece of suture with the dart was also returned.

Event description:
It was reported to boston scientific corporation that a posterior lite with capio slim was used during an uphold procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, while the physician was pulling the suture through the sacrospinous ligament, the lead suture detached but was retrieved using the physician's gloved hands. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.